Event description:
A 500ml pressure bag gauges not working properly. Anesthesia tech, in preparation to set up the operating rooms, have found that the needle on the gauge works sporadically when pumping up the bag and the needle does not move to green. This has happened 4-5 times over the past week with the same lot # and 6 have been pulled from the shelf. One that was pulled from the shelf was opened and did the same thing, needle on the gauge not moving when the bag is being inflated.